Manufacturer narrative:
No device deficiency reported. Relationship between device and adverse event cannot be determined. Air embolism is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, sheath exchange was performed and the dilator for the ablation catheter introducer sheath was removed from the sheath. Shortly after the sheath exchange a drop in blood pressure and st segment elevation on ECG were noted. Air bubbles were visually confirmed in the aortic arch and right coronary artery, confirming air embolism. Attempts to aspirate the air bubbles were not successful. Blood pressure recovered after about 15-20 minutes and the procedure was stopped. Post-procedural CT scan showed no evidence of injury.